Event description:
One of the teeth broke off of the screwdriver. This was noticed when going through kit before sending out to a case.

Manufacturer narrative:
Investigation in process, but not yet complete.